Event description:
It was reported that the battery housing opened during the surgery exposing the non-sterile battery to the sterile field. Nothing entered the surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was verified. There was corrosion found on the housing that indicates improper sterilization techniques. The device was scrapped.